Event description:
Related manufacturer reference number: 2017865-2022-47006. It was reported that a patient presented to the clinic for an unrelated procedure, where it was noted on electrocardiogram (ECG) that the patient demonstrated intermittent heart block. Upon interrogation, a loss of capture on the patient's right atrial and right ventricular leads was also observed. A chest x-ray was performed that confirmed that both leads had pulled back from their original positions. Both leads were attempted to be repositioned, but could not be advanced through their respective chambers. Both leads were ultimately explanted and replaced without further issue. The patient was discharged post-procedure.